Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that there was an infusion set that did not work, and when he attempted to resolve the issue, the insulin pump alarmed motor error. He observed that insulin did not exit the tubing during priming when he tried to push harder to move the insulin through the reservoir prior to receiving the alarm. The caller did not know the blood glucose reading. He declined troubleshooting for the motor error and replacement of the insulin pump, insisting on monitoring the device. Nothing further reported.